Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on january 17, 2024. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/03/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Magnetic resonance imaging (MRI) showed that the entire amount of hydrogel was injected into the serosa at the base, midgland, apex, under the muscularis and close to the mucosa. The patient is undergoing androgen deprivation therapy (adt) and does not want to extend adt due to potential negative consequences. This patient was planned for stereotactic body radiation treatment (sbrt), however due to the infiltration was recommended to reduce to moderate hypofraction. In approximately 4 weeks the patient will undergo scoping to check for ulceration or ischemia. Additional information received on january 17, 2024: it was further report that the physician scope the patient and discovered rectal wall damage. No additional information has been provided.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Magnetic resonance imaging (MRI) showed that the entire amount of hydrogel was injected into the serosa at the base, midgland, apex, under the muscularis and close to the mucosa. The patient is undergoing androgen deprivation therapy (adt) and does not want to extend adt due to potential negative consequences. This patient was planned for stereotactic body radiation treatment (sbrt), however due to the infiltration was recommended to reduce to moderate hypofraction. In approximately 4 weeks the patient will undergo scoping to check for ulceration or ischemia.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.